Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent moved on balloon. The 80% stenosed target lesion was located in the mildly tortuous superior mesenteric artery. An 8.0x30x135cm express ld iliac / biliary stent was advanced for treatment but the lesion was too tight to cross. The device was removed, and dilatation was performed with a balloon. The stent was being prepared to be loaded onto the 035 non-boston scientific (bsc) guidewire for reintroduction; however, it was noted that the stent had loosened and was not centered on balloon. The device was removed fully intact, and the procedure was completed with a new 75cm-shaft express ld iliac / biliary stent. No patient complications were reported.

Event description:
It was reported that the stent moved on balloon. The 80% stenosed target lesion was located in the mildly tortuous superior mesenteric artery. An 8.0x30x135cm express ld iliac / biliary stent was advanced for treatment but the lesion was too tight to cross. The device was removed, and dilatation was performed with a balloon. The stent was being prepared to be loaded onto the 035 non-boston scientific (bsc) guidewire for reintroduction; however, it was noted that the stent had loosened and was not centered on balloon. The device was removed fully intact, and the procedure was completed with a new 75cm-shaft express ld iliac / biliary stent. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device confirmed that the balloon had not been subjected to positive pressure. No issues were noted with the balloon material. The device was received with stent fully mounted on the delivery system. A visual examination identified that the stent had moved distally on the balloon by approximately 8mm. The first and second rows of proximal stent struts were also noted to be damaged. This type of damage is consistent with excessive force being applied to the device, potentially when withdrawing it into the sheath/guide. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.